Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging an inaccurate delivery issue. There was no indication that the product caused or contributed to an adverse event. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 03/17/2017 device evaluation: the device has been returned and evaluated by product analysis on 02/24/2017 with the following findings: a review of the black box showed the data from the date of the complaint had been overwritten. The available daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed delivery accuracy testing and delivered within the required range and delivered insulin accurately. The complaint was unable to be duplicated due to the information for the complaint being overwritten. Unrelated to the original complaint, the battery compartment was cracked below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).